Event description:
Caller reported that the t: slim x2 pump battery would not charge, and attempts to resolve the issue using different charging cables and wall adapters were unsuccessful. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump and instructed the caller on steps to return the problematic pump and set up the replacement. The customer acknowledged the need to complete training before using the new pump and agreed to return the faulty pump within 10 days.